Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received stryker collaborative study (scs) named "a retrospective data collection of the treatment of small bones with the ortholoc 3di recon-midfoot/flatfoot system" that contains collected data on the usage and the outcomes of ortholoc 3di recon-midfoot/flatfoot plate. The report details analysis provided for surgical/revision procedures performed between january 2016-november 2021. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: screw backout in 1 patient.

Event description:
The manufacturer received stryker collaborative study (scs) named "a retrospective data collection of the treatment of small bones with the ortholoc 3di recon-midfoot/flatfoot system" that contains collected data on the usage and the outcomes of ortholoc 3di recon-midfoot/flatfoot plate. The report details analysis provided for surgical/revision procedures performed between (B)(6) 2016- (B)(6) 2021. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: screw backout in 1 patient was reported as part of the issue requiring metalwork removal.

Manufacturer narrative:
Additional information and corrected data: event description updated (reported as part of the issue requiring metalwork removal). This complaint has been generated based on findings discovered during the post-market surveillance clinical literature review. The alleged event of could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.